Manufacturer narrative:
Introducer rotation. Eval summary: no conclusion could be reached based on the analysis results as to why the applier reportedly malfunctioned during surgery. The applier was returned in good physical condition. The introducer tube was noted to rotate on the handle. However, the firing mechanism was tested and it was fully functional. Although the event could not be confirmed, a corrective and preventive action has been initiated to address the root cause of the deployment and introducer tube rotation issues. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a breast biopsy, the mammomarkers would not deploy into the biopsy site. The physician was able to complete the case using another marker. There were no pt consequences reported.